Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon on the short port would not hold air. The procedure was completed using a second device. No pt complications were repored.